Event description:
Complainant alleged that during a routine shift check by a clinician, the device displays a red "x" indicator and gave a "unit failed" prompt. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was not observed. Downloading the error log revealed faults which could have caused the reported problem. The error log was cleared and the device was put through extensive testing without duplicating the reported problem. After passing the final test procedure, the device was recertified and returned to zoll stock. The customer received a replacement device.